Event description:
It was reported that the physician was attempting to use a endeavor resolute (rx) drug eluting stent to treat a lesion in the lad with 95% stenosis, the lesion was pre-dilated but the device failed to cross the target lesion in the lad. The physician removed it and found it was deformed. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the device was returned to medtronic for evaluation. There were a number of kinks visible along the hypotube. The 1st three proximal stent segments were intact. The 1st two stent segments were intact but partially flattened. The remaining stent segments were severely elongated and deformed. Numerous stent segments extended past the distal tip. Crimp impressions were visible along the exposed balloon surface. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion with 95% stenosis). Deformation issue (stent) conclusion results: device failure related to patient condition (lesion with 95% stenosis). Known inherent risk of a procedure (stent deformation). (B)(4).